Event description:
It was reported that the nurse was seeing pacing spikes on top of the qrs signal and that the patient's heart rate was below the lower programmed rate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).